Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cellulitis: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange of textured devices due to patient's concern with product". Healthcare professional later reported " breast pain, swelling, redness". Healthcare professional later reported "breast cancer, deformity, cellulitis, edema, seroma". This record is for the left side. Device was explanted. Device will be returned.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: cellulitis, seroma-late.

Event description:
Patient reported "exchange of textured devices due to patient's concern with product". Healthcare professional later reported " breast pain, swelling, redness". Healthcare professional later reported "breast cancer, deformity, cellulitis, edema, seroma". This record is for the left side. Device was explanted. Device will be returned.